Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: product code: pcu; reported here as the product code exceeded character limit for the designated field. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g4: premarket / 510(k)#: k163272, k181905, k220112, k233318; reported here as the premarket/510(k)# exceeded character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on an unknown date. During the procedure, the distal flange of the 20x10mm axios stent did not expand. No patient complications were reported due to this event. Note: no further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on an unknown date. During the procedure, the distal flange of the 20x10mm axios stent did not expand. No patient complications were reported due to this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: product code: pcu; reported here as the product code exceeded character limit for the designated field. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g4: premarket / 510(k)#: k163272, k181905, k220112, k233318; reported here as the premarket/510(k)# exceeded character limit for the designated field. Block h1 (type of reportable event) has been corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.